Event description:
It was reported that entrapment of the device occurred. A 6.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the device material failed with the guidewire locking in its lumen. The procedure was completed with another of same device. No patient complications reported.